Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast cancer. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
Safety_note_update1] impacted product number: ip-02204930 - sm mpp gel 450cc, ip-02204933- sm mpp gel 450cc it was reported that a 41-year-old female patient who underwent breast implant surgery with mentor medical devices (sm mpp gel 450cc, date of implant (B)(6)2007) developed breast cancer. As a result, the patient underwent bilateral explantation on (B)(6)2024. At this time, the available information is nonspecific and very limited, the results of pathology /cytology report have not been provided. Should additional information become available, this case will be re-assessed, and notes will be updated. This report relates to the left side.